Manufacturer narrative:
The msc tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed the tip cover as having six holes ranging in size from .010 inches to .025 inches burned through the silicone. The position of the holes are away from parting lines with distances from silicone to sleeve interface ranging from .070" to .615". Four holes are aligned along the same line, with the remaining two holes radially offset by 45 degrees. All holes exhibit localized melting of the silicone, suggesting multiple arcing events occurred. There are also various mechanical tears in the silicone adjacent to a few of the holes. Tearing is likely due to instrument collisions. Collisions may have damaged the silicone, locally reducing dielectric strength and creating a path for arcing. The endowrist instrument instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences. The mcs instrument was also returned for evaluation. Engineering found a .010 inch by .015 inch char mark on the proximal clevis, which lines up with the hole on the tip cover. Char mark may be the location where energy to escaped. Although tip cover has multiple holes, no further signs of arcing could be found on the instrument. The instrument does not have any burrs or abnormally sharp edges that would damage the silicone.

Event description:
It was reported that during a da vinci hysterectomy procedure, during the posterior colpotomy, a pin hole on monopolar curved scissors (mcs) tip cover accessory was observed where electrical energy had shot through. The planned procedure was completed. No patient harm, adverse outcome or injury was reported.